Event description:
We were advised that the pt's gda had reverse flow at the start of the case so they did not coil it. But apparently changed back to normal flow at some point during infusion and they have a post treatment gamma scan showing stomach, spleen and duodenum uptake.

Manufacturer narrative:
Sirtex have requested further clarification on exact procedure events and the status of the pt from the user on several occasions. No additional information has been provided to date.